Manufacturer narrative:
The hill-rom technical support representative suggested that the account clean the CPR valve. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Test the siderail switches for proper operation. Check for momentary operation of the switches. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed raises up and lowers back down a few inches. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).